Event description:
The customer reported that the system displayed a generator error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The battery was replaced. The calibration files were reloaded and the filaments were calibrated. The flash memory was rebuilt and the voltage was adjusted. The system was tested and operates as intended.